Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected and prevented by following the instructions for use (IFU) section: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and device evaluation found a stain inside the light guide lens. In addition to the reportable malfunction, the following were noted: the air/water cylinder and suction cylinder had no color; due to damage on the charged coupled device unit, the image had white dots; due to wear of the forceps elevator, the forceps raising angle did not meet the standard value; due to damage on the forceps elevator wire, the fixing force of the guide wire did not meet the standard value; due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value; the light guide lens had a crack; there was corrosion around the forceps elevator; the universal cord coating was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a stain inside the light guide lens was found. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.